Event description:
A pt reported blood glucose results of 160mg/dl and 110mg/dl with a lifescan meter, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 20% and/or <= 20 mg/dl. Customer service had pt do a control solution test twice and it failed. Ccr had pt open a new vial of test strips and contorl solution failed again. Based on the information, this case is being reported as a malfunction.